Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the unit had up and down movement in the rocker arm assembly, the teeth were grinding while in the unlocked position, and the disk ratchet and retainer were replaced due to wear. All worn components were replaced with new parts, and general maintenance and cleaning was performed. Root cause - complaint confirmed via inspection of the unit. Unit required replacement of worn parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the swivel piece on the locking knob portion of the mayfield composite series skull clamp (a3059) had some play in it, and when pressure is applied to this area and the swivel is moving, there is grinding noted. No information has been provided on patient involvement, injury, or surgical delay.